Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While in use, the metal split.

Event description:
While in use, the metal split.

Manufacturer narrative:
The reported event that bending pliers was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by repeated powerful overload during the bending process over the years (manufactured in oct. 2014). The device inspection revealed the following: the clamp of the returned plate bender, which is holding the long bending arm in place, is indeed cracked. Note that the device was manufactured in october 2014, this lead us believe that the breakage resulted due to repeated powerful overload during the bending process over the years in use. A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless, note that a corrective action has been initiated in order to enhance / eliminate such occurrences in the future. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.